Event description:
In preparation for the placement of the fasttract stent, ent surgeon had initiated the preliminary incision and was using electro-cautery to perform a cervical lipectomy in preparing to access the patient's trachea. Patient was receiving oxygen at 30 lpm via inverted non-rebreathing mask and 10 lpm via nasal cannula and under local anesthetic. A "flare-up" occurred within the oxygen tubing and mask. Operating room personnel responded immediately by removing the oxygen apparatus and stopping the flow of oxygen. The fasttract product was not in use at the time of the event.